Event description:
It was reported that the patient underwent a lead removal on (B)(6) 2024 to address a lead left implanted from a previous explant.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.